Manufacturer narrative:
Per tandem¿s user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer took a shower with the pump. Customer's blood glucose was 174 mg/dl. After 2 hours, insulin delivery was resumed.